Manufacturer narrative:
The reported events were material twisted, impedance anomaly, failure to capture and failure to sense. The reported event of material twisted was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the outer insulation was twisted consistent with procedural damage. X-ray examination found the inner coil was overtorqued inside the connector region consistent with procedural damage. The cause of the reported event of material twisted was due to overtorquing of the inner coil consistent with procedural damage. The reported events of impedance anomaly, failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, after inserting the new right ventricular lead (rv) into the patient, all rv lead parameters could not be detected. There was no sensing, no capture and no impedance. Attempts to reposition the lead failed. The rv lead was not implanted. Upon removal a spiral curve defect was observed on the rv lead. A mechanical problem was alleged. A new rv lead was implanted successfully. The procedure was completed with no adverse patient consequences.